Manufacturer narrative:
The field service engineer performed adjustment of washes, incubation water exchange, wash reaction parts, and a blank cell. A hardware precision check was performed with acceptable results. The investigation determined the service actions and maintenance resolved the issue. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for nine patient samples from the cobas 8000 c702 module. The samples were repeated on a cobas 6000 c502 module. Sample 1: initial result was 0.48 mg/dl and repeat result was 0.94 mg/dl. Sample 2: initial result was 1.90 mg/dl and repeat result was 2.16 mg/dl. Sample 3: initial result was 0.30 mg/dl and repeat result was 0.74 mg/dl. Sample 4: initial result was 0.46 mg/dl and repeat result was 0.85 mg/dl. Sample 5: initial result was 0.58 mg/dl and repeat result was 0.69 mg/dl. Sample 6: initial result was 0.44 mg/dl and repeat result was 0.92 mg/dl. Sample 7: initial result was 0.51 mg/dl and repeat result was 0.58 mg/dl. Sample 8: initial result was 0.41 mg/dl and repeat result was 0.77 mg/dl. Sample 9: initial result was 0.58 mg/dl and repeat result was 1.37 mg/dl. The questionable results were reported outside of the laboratory. The reagent lot number was 468305. The expiration date was requested but was not provided.